Event description:
Patient has had an inspire device in his chest for the last 13 years and needed it replaced. Procedure to replace was done on (B)(6) 2024. Wire dislodged and was re-inserted (B)(6) 2025. Issues persisted. (B)(6) 2025 - "seen today with inspire rep to determine if device is functioning properly. Impedance check showed that leads are not properly working and confirms veteran's complaints about device since revision. The device was turned off and veteran instructed not to use for the time being. Information is being sent to inspire who will make recommendations on next steps." (B)(6) patient asks for status update; facility contacted inspire on his behalf and was told it would be a few more days; (B)(6) still no update provided (unclear if no update from inspire or update from inspire not communicated by facility). (B)(6) - information from inspire sent to facility md to review. (B)(6) appt with ent - plan for explant and replacement of device; replacement occurred on (B)(6) 2025 patient reports now that he has no feeling in his neck. Reports he has lost 20 lbs. He said his tongue isn't moving correctly. He reports that he drools on himself. He is unable to eat normally. He states, "this cant ever happen to somebody again." Do not know if the device was given back to inspire after it was explanted; manufacturer assumed to be aware of this issue given that is was an inspire rep who conducted the testing and identified the failure. Do not know what component failed - the lead or the battery/pulse generator; product information for both provided in the device section of the report. Device code: 2923. Patient code: 2415, 2607, 1815. Reference report#: mw5172781.